Event description:
During a bascom procedure with hemorrhoidopexy, the stapler malfunctioned. Upon set-up and insertion, the stapler was closed, held and fired. The stapler did not respond with the usual noise. Attempted to fire again, unsuccessfully. Could not get the stapler to release. Pds suture was cut to remove the device. Mucosa was cut circumferentially but only a few scattered staples seen anteriorly, 1cm circumferential layer of mucosa free. Mucosa repair via suture was completed manually.